Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No numbers ramping on their own or scrolling bar moving anomaly noted. The device had minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that the customer was experiencing issues with their insulin pump ramping up the numbers. The customer also stated that the arrow keys were not functioning. The customer's blood glucose was 101 mg/dl. The customer stated that there were no significant events leading to the keypad issues. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.